Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during a routine incoming receiving inspection at (B)(6) location, a handle with mini quick coupling was found to be a broken. There was no patient or procedure involvement. This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes part: 311.01; synthes lot: 9882248; supplier lot: n/a; release to warehouse date: september 01, 2015; expiration date: n/a; manufactured by synthes jennersville. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair evaluation" the repair technician reported the instrument was binding. Coupler damaged is the reason for repair. The item was deemed not repairable per the inspection sheet and forwarded to customer quality (cq). The evaluation was confirmed. Cq device evaluation: investigation flow: device interaction/functional visual inspection: the handle was received with the distal coupling mechanism stuck in the retracted position. No breaks or broken components were observed. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Functional test: functional testing could not be performed with the mating screwdriver as it was not returned for evaluation. However, functional testing of the coupling mechanism showed that the mechanism could not be released from the retracted position. In the advanced state, the mechanism locks onto the mating screwdriver and in the retracted state, the mechanism releases the mating screwdriver. Thus, in this retracted position, the device would not be expected to retain the mating screwdriver. Therefore, the received condition does not agree with the complaint description as the device is not broken as reported. While full replication could not be completed without the mating device, partial replication confirmed that the coupling mechanism is stuck in the retracted position. Thus, as a functional issue was identified with the device, the overall complaint condition is considered confirmed. Dimensional inspection: the inner diameter at the distal edge of the device measured 2.37mm which is within the specification of 2.36mm +0.014/-0 per drawing. Measured using gage pins gp32 and gp29. Additional measurements were not performed as the relevant internal components could not be accessed. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. Handle with mini quick coupling. Body sub assembly (component). Quick coupling insert (component). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the received condition of the handle does not agree with the complaint description as the device is not broken as reported. However, the complaint condition is confirmed as the handle was received with the distal coupling mechanism stuck in the retracted position. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. It is probable that damage of the internal coupling mechanism, from exposure to exceeding forces or misalignment of the devices during use, likely contributed to the complaint condition. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.